Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), headache ("headaches"), dizziness ("dizziness"), ovarian cyst ("ovarian cysts"), hot flush ("hot flashes"), pruritus ("itching"), uterine enlargement ("swelling of uterus") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, headache, dizziness, ovarian cyst, hot flush, pruritus, uterine enlargement and back pain had resolved. The reporter considered abdominal pain, back pain, dizziness, headache, hot flush, menorrhagia, ovarian cyst, pelvic pain, pruritus and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter and patient information was updated. New events added- plaintiff did not undergo essure confirmation test, pain pelvic, abdominal pain, back pain, menorrhagia, headaches, dizziness, ovarian cysts, hot flashes, itching, swelling of uterus. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.